Manufacturer narrative:
The reported event of lead could not be inserted into the catheter was not confirmed. As received a complete lead was returned in one piece without the catheter used at the procedure. The lead with a guidewire inside was inserted all the way through the distal end of the test catheter and removed without any difficulties. Visual and x-ray examination did not find any anomalies except procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance through the catheter. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.